Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from physician/author stated that medtronic product did not cause or contribute to the observed adverse events.

Manufacturer narrative:
Title: transcatheter implantation of aortic valve prostheses into degenerated mitral valve bioprostheses and failed annuloplasty rings: outcomes according to access route and mitral valve academic research consortium (mvarc) criteria citation: eurointervention (2016) 12(12):1520-1526 (doi 10.4244/eij-d-16-00209) authors: christian frerker earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter implantation of aortic valve bioprostheses into degenerated mitral valve bioprostheses and failed annuloplasty rings. All data were collected from a single center between november 2010 and september 2015. The study population included 24 patients (predominantly female; mean age 72.3 ± 13.0 years), all patients were im planted with a non medtronic transcatheter bioprosthetic implanted into the mitral position. One patient was implanted with medtronic corevalve into the aortic position (serial numbers not provided). Among all patients implanted with a corevalve, adverse events included: 1 incident of stroke. It was reported that the patient had a severe native mitral stenosis. A pre-implant balloon dilation was not performed prior to the transapical transcatheter mitral valve-in-valve implant. During the same procedure, the patient was implanted with a corevalve in the aortic position. Immediately after the concomitant procedure, a stroke was noted. The cause of the stroke and treatment were not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.